Manufacturer narrative:
Product analysis part # 9561524 lot # my20k001 visual inspection confirmed the flex arm was returned with the screw handle disassembled. Functional inspection confirmed when the handle was reattached the instrument was able to tighten and loosen without any issues. The instrument appears to function as intended. No fault found. Part # 9561524 lot # my20k001 visual inspection confirmed the flex arm was returned with the screw handle disassembled. Functional inspection confirmed when the handle was reattached the instrument was able to tighten and loosen without any issues. The instrument appears to function as intended. No fault found. Part # 9561524 lot # my20k001 visual inspection confirmed the flex arm was returned with the screw handle disassembled. Functional inspection confirmed when the handle was reattached the instrument was able to tighten and loosen without any issues. The instrument appears to function as intended. No fault found. Part # 9561524 lot # my20k001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened but the link to the small knuckle appears to be very rigid after loosening. The knuckle will not loosen until the handle it backed out completely. Part # 9561524 lot # my20k001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened but the link to the small knuckle appears to be very rigid after loosening. The knuckle will not loosen until the handle it backed out completely. Part # 9561524 lot # my20k001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened but the link to the small knuckle appears to be very rigid after loosening. The knuckle will not loosen until the handle it backed out completely. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9561524, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: 9561524, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding an incident in which no patient was involved. It was reported that the consumer said that the distal knob (smaller knob closer to the pt once in-situ) would not hold tight enough to properly/safely secure inside the wound. The flex arms were deemed inoperative while tightening the distal joint intraoperatively. There was no patient involved in this event. Procedure performed was spinal decompression. There was no device breakage. Product utilized correctly according to the directions given in the IFU/labeling. No further complications were reported.